Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh080106n serial# implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97745bp battery pack (s/n (B)(6)) revealed that it was out of elec. Specification the battery not charging past 50% should be at least 95%. It was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they've been having some problems with their controller since mid november and even received a replacement from their manufacturer representative (rep) just before christmas but they couldn't get it to work or set up. Caller stated they think they finally figured out what is wrong and stated they need a new battery pack. Caller stated they were charging the implant yesterday when the controller screen went black/unresponsive. Caller stated they tried to charge the controller but it wouldn't charge. Caller finally put aa batteries into the controller, and it turned back on. Caller stated when they received the controller from their rep, it didn't come with a battery pack, so that fits why it wouldn't work. Caller stated that a month ago they were getting error messages, but they haven't seen any since then. Caller stated that the controller kept going on and off while charging the implant and they have to stop and reset the battery and start the process all over again. Caller stated it's taking so long to charge the implant because of this. When asked what wasn't working with the replacement controller, caller stated it was saying it needed to be set up by a professional so they didn't want to mess with it. Agent had caller examine the equipment for damage. Caller tried putting the medtronic battery pack back into the controller, but the controller did not power on. Caller put the aa batteries in the controller; caller stated it's now showing the controller is 100% charged. Agent tried to review issues further, but caller was confident the battery needs to be replaced. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported.